Event description:
Additional information was received that the pipeline was placed in a straight blood vessel when it failed to open. There were no additional steps or other device attempted to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 225990297); implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and the marksman catheter was found kinked in the distal segment. The patient was undergoing pipeline dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the right internal carotid artery ophthalmic segment with a max diameter of 4.2 mm and a 5.1 mm neck diameter. The accessed vessel was the femoral artery with a diameter of 6 mm. The landing zone: distal 3.2 mm and proximal 3.55 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure shoed significant retention of contrast agent in the aneurysm. It was reported that a blood flow-directed dense mesh stent was planned. After the preparations were in place, the catheter marksman was used and the dense mesh stent ped-375-20 was selected for implantation. When the stent was pushed out, it was found that the tip end could not be opened. After several failed attempts, the catheter and stent were withdrawn. After the catheter was withdrawn, it was found that the tip end of the marksman was bent. Then a new catheter was replaced and a new stent ped-350-25 was selected. After the stent was in place, it was opened and deployed smoothly. The surgery went smoothly and completed. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. It was reported the catheter was kinked in the distal section. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: the pipeline flex embolization device and marksman catheter were returned for analysis. The pushwire was returned outside the catheter lumen. The pushwire was found to be wavy all over. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter distal tip/marker band was found to be flattened. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex was not confirmed to have failure, incomplete to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. It was reported that ¿the pipeline was resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. In addition, the marksman catheter was confirmed to be kink/damaged as the distal tip/marker band was found to be flattened. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.